Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer advised left front wheel is broken. Dealer advised tracer ex2 but could not provide serial number.